Manufacturer narrative:
Product event summary #(B)(4). The full lead was returned in segments, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo. There was blood on the proximal conductor of the lead and it was not obstructed. The outer insulation of the lead developed a cosmetic depression while in vivo. Electrical tests were passed. Visual inspection found outer insulation breached depression. Insulation breached did contribute to electrical complaint oversensing.

Event description:
It was reported that the right ventricular (rv) lead and the right atrial (ra) lead both showed noise and oversensing on the electrogram. Both rv and ra leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products (B)(4) implantable pacing lead (B)(6) 2007; (B)(4) implantable pulse generator (ipg) (B)(6) 2007. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.